Manufacturer narrative:
Corrections in b4: date of the report, d2a device common name. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The spinalpak assembly not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the patient that they experienced pain while using the spinalpak unit. The patient indicated that the pain level was at 7 or 8 on a scale of 1 to 10, 10 being the worst and stated that the pain started about a week ago. The patient has not done any extra activities. The patient stated that he only has pain when he is using the unit and the pain goes away immediately after the unit is removed. The customer service representative advised the patient to call his doctor and take a break in the treatment. Later, patient called and indicated that he's not sure if the pain was due to spinalpak. The patient did not contact the doctor however, had an appointment scheduled. No further consequences were reported. The spinalpak unit was not returned.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated based on patient indication that the pain started a week ago. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient that they experienced pain while using the spinalpak unit. The patient indicated that the pain level was at 7 or 8 on a scale of 1 to 10, 10 being the worst and stated that the pain started about a week ago. The patient has not done any extra activities. The patient stated that he only has pain when he is using the unit and the pain goes away immediately after the unit is removed. The customer service representative advised the patient to call his doctor and take a break in the treatment. No further consequences were reported. The spinalpak unit was not returned for further investigations.